Event description:
Pt was revised to address malpositioning and loosening of the asr cup, which had no osseointegration, and was causing pain and noise.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.